Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, the reported date of the event had been overwritten. There was no evidence of a short battery life observed in the black box. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all the currents readings were within specification. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).